Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation (''significant protruding of the essure coil/ essure coil protruding through tubal ostia on left/ protruding into the endometrium and then into the fallopian tube.'), embedded device ('essure coils are embedded within the right and left cornua/ significantly protruding into endometrium') and pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, intramural leiomyoma of uterus, intramural leiomyoma of uterus, menses irregular, dysmenorrhea, abdominoplasty, endometrial hyperplasia, pelvic inflammatory disease and parity 3. Ultrasound pelvis complete and transvaginal. Impression: small, mildly complex right ovarian cyst measuring 1.4 x 1.3 x 1.3 cm. Pelvic sonogram is otherwise unremarkable. 1. Transvaginal endometrial widths vary from about 0.9 to 1.3 cm. 2. Left ovarian involuting follicle. 3. Posterior fundal intramural fibroid. Past surgical history: laparoscopic repair ventral hernia: (B)(6) 2015; name of operation: laparoscopic repair of diastasis recti with transfacial sutures and mesh. Findings: diastasis recti. No actual defect identified, but very weak abdominal wall around umbilicus. Ultrasound pelvis: indication: heavy menstrual bleeding. History of essure procedure. Comparison: nonobstetrical ultrasound (B)(6) 2013 impression: 1. Markedly heterogeneous uterus without discrete fibroid identified. The previously seen fibroids in 2013 are not visualized on the current exam. Small echogenic focus within the uterus probably represents a calcification. 2. Bilateral ovarian follicles, greater in number on the right with a few on the left. 3. Heterogeneous thickened endometrium measuring 1.1 cm in thickness. Concurrent conditions included low back pain, hemorrhoids, anesthesia, hemorrhoidectomy, ventral hernia, muscle cramps, abdominal discomfort, migraine, abdominal discomfort, dizzy, nausea, vomiting, diarrhea, alcohol abuse, epigastric pain, dizzy on standing, breathing difficult, headache, diastasis recti abdominis, laparoscopic surgery, chills, fatigue, general body pain, endometrial thickening, chlamydia trachomatis infection, neisseria gonorrhoeae infection, tv trichomonas vaginalis, adnexa uteri cyst, endocervical curettage, endometrial curettage, inflammation and cystoscopy. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy with bilateral salpingectomy and da vinci-assisted total laparoscopic hysterectomy with bilateral salpingectomy, dilation & curettage). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted - date(s) of insertion: (B)(6) 2015, (B)(6) 2014 discrepancy noted - date(s) of removal: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Total occlusion. Ultrasound pelvis - on an unknown date: 1. Markedly heterogeneous uterus without discrete fibroid identified. The previously seen fibroids in 2013 are not visualized on the current exam. Small echogenic focus within the uterus probably represents a calcification. 2. Bilateral ovarian follicles, greater in number on the right with a few on the left. 3. Heterogeneous thickened endometrium measuring 1.1 cm in thickness. Impression: prominent heterogeneous endometrium is present. Intramural fibroid. Right adnexal cyst. Essure coils are present bilaterally.. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device and protruding of the essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: medical record received. Events added: significant protruding of the essure coil into endometrium essure coils are embedded within the right and left cornua. Event genital haemorrhage was updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('significant protruding of the essure coil/ essure coil protruding through tubal ostia on left/ protruding into the endometrium and then into the fallopian tube'), embedded device ('essure coils are embedded within the right and left cornua/ significantly protuding into endometrium') and pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, intramural leiomyoma of uterus, intramural leiomyoma of uterus, menses irregular, dysmenorrhea, abdominoplasty, endometrial hyperplasia, pelvic inflammatory disease and parity 3. Ultrasound pelvis complete and transvaginal. Impression: small, mildly complex right ovarian cyst measuring 1.4 x 1.3 x 1.3 cm. Pelvic sonogram is otherwise unremarkable. 1. Transvaginal endometrial widths vary from about 0.9 to 1.3 cm. 2. Left ovarian involuting follicle. 3. Posterior fundal intramural fibroid. Past surgical history: laparoscopic repair ventral hernia:(B)(6)2015; name of operation: laparoscopic repair of diastasis recti with transfascial sutures and mesh. Findings: diastasis recti. No actual defect identified, but very weak abdominal wall around umbilicus. Ultrasound pelvis: indication: heavy menstrual bleeding. History of essure procedure. Comparison: nonobstetrical ultrasound (B)(6)-2013 impression: 1. Markedly heterogeneous uterus without discrete fibroid identified. The previously seen fibroids in 2013 are not visualized on the current exam. Small echogenic focus within the uterus probably represents a calcification. 2. Bilateral ovarian follicles, greater in number on the right with a few on the left. 3. Heterogeneous thickened endometrium measuring 1.1 cm in thickness. Concurrent conditions included low back pain, hemorrhoids, anesthesia, hemorrhoidectomy, ventral hernia, muscle cramps, abdominal discomfort, migraine, abdominal discomfort, dizzy, nausea, vomiting, diarrhea, alcohol abuse, epigastric pain, dizzy on standing, breathing difficult, headache, diastasis recti abdominis, diastasis recti abdominis (laparoscopic repair), chills, fatigue, general body pain, endometrial thickening, chlamydia trachomatis infection, neisseria gonorrhoeae infection, tv trichomonas vaginalis, adnexa uteri cyst, endocervical curettage, endometrial curettage, inflammation and cystoscopy. On (B)(6)2015, the patient had essure inserted. On (B)(6)2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy abnormal bleeding") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy with bilateral salpingectomy and da vinci-assisted total laparoscopic hysterectomy with bilateral salpingectomy, dilation & curettage). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, embedded device, abdominal pain lower, menorrhagia, genital haemorrhage, vaginal haemorrhage and vulvovaginal pain outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted - date(s) of insertion: (B)(6)2015, (B)(6)2014. Discrepancy noted - date(s) of removal: (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion, total occlusion. Ultrasound pelvis - on an unknown date: 1. Markedly heterogeneous uterus without discrete fibroid identified. The previously seen fibroids in 2013 are not visualized on the current exam. Small echogenic focus within the uterus probably represents a calcification. 2. Bilateral ovarian follicles, greater in number on the right with a few on the left. 3. Heterogeneous thickened endometrium measuring 1.1 cm in thickness. Impression: prominent heterogeneous endometrium is present. Intramural fibroid. Right adnexal cyst. Essure coils are present bilaterally. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device and protruding of the essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, intramural leiomyoma of uterus, intramural leiomyoma of uterus, menses irregular, dysmenorrhea, abdominoplasty, endometrial hyperplasia and pelvic inflammatory disease. Ultrasound pelvis complete and transvaginal. Impression: small, mildly complex right ovarian cyst measuring 1.4 x 1.3 x 1.3 cm. Pelvic sonogram is otherwise unremarkable. 1. Transvaginal endometrial widths vary from about 0.9 to 1.3 cm. 2. Left ovarian involuting follicle. 3. Posterior fundal intramural fibroid. Past surgical history: laparoscopic repair ventral hernia: (B)(6) 2015; name of operation: laparoscopic repair of diastasis recti with transfascial sutures and mesh. Findings: diastasis recti. No actual defect identified, but very weak abdominal wall around umbilicus. Ultrasound pelvis: indication: heavy menstrual bleeding. History of essure procedure. Comparison: nonobstetrical ultrasound (B)(6) 2013. Impression: 1. Markedly heterogeneous uterus without discrete fibroid identified. The previously seen fibroids in 2013 are not visualized on the current exam. Small echogenic focus within the uterus probably represents a calcification. 2. Bilateral ovarian follicles, greater in number on the right with a few on the left. 3. Heterogeneous thickened endometrium measuring 1.1 cm in thickness. Concurrent conditions included back pain, hemorrhoids, anesthesia, hemorrhoidectomy, ventral hernia, muscle cramps, discomfort, migraine, abdominal discomfort, dizzy, nausea, vomiting, diarrhea, alcohol abuse, epigastric pain, dizzy on standing, breathing difficult, headache, diastasis recti abdominis, laparoscopic surgery, chills, fatigue, general body pain, endometrial thickening, chlamydia trachomatis infection, neisseria gonorrhoeae infection, tv trichomonas vaginalis, adnexa uteri cyst, endocervical curettage, endometrial curettage, inflammation and cystoscopy. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (da vinci-assisted total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted - essure insertion date noted (B)(6) 2018 as per pfs. Essure removal date previously reported as (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Total occlusion. Ultrasound pelvis - on an unknown date: 1. Markedly heterogeneous uterus without discrete fibroid identified. The previously seen fibroids in 2013 are not visualized on the current exam. Small echogenic focus within the uterus probably represents a calcification. 2. Bilateral ovarian follicles, greater in number on the right with a few on the left. 3. Heterogeneous thickened endometrium measuring 1.1 cm in thickness. Impression: prominent heterogeneous endometrium is present. Intramural fibroid. Right adnexal cyst. Essure coils are present bilaterally. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs and mr received ¿ new event vaginal hemorrhage and menorrhagia were added. Seriousness and outcome of pelvic pain and abdominal pain were added. New reporter and consumer address were added. Patient information date of birth and race were added. Product information indication, date of insertion and date of removal were updated. Medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure.incidentno lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.